Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-pace t-wave oversensing was observed. Patient was asymptomatic. The device was reprogrammed and remains implanted.